Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 84-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Due to bleeding at the sheath, single access was aborted and additional access to left groin was obtained with ultrasound. The guidewire and a diagnostic catheter were utilized, then the impella was backloaded onto wire. The device was inserted and advanced to the left ventricle and turned on with no issue. It was reported that the impella was explanted and the patient survived the procedure.